Event description:
Additional information was received from a healthcare professional who provided the patient¿s weight at the time of the event and included that the patient¿s height was 5¿5¿ and her bmi (body mass index) was 25.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving fentanyl (5000 mcg/ml at 949.2 mcg/day) and bupivacaine (25 mg/ml at an unknown dose) via an implanted pump. It was reported by the ER (emergency room) nurse that the patient had a refill today ((B)(6) 2020) and right after started feeling overdose symptoms and was lethargic. Per the nurse, it was confirmed that 3 cc were missing from the pump. The nurse was calling to have the pump turned off. The nurse was connected with the national answering service to have a local company representative paged to their location. Additional information was received from a company representative who reported that a home infusion nurse had done the pump refill at 9 am today ((B)(6) 2020) and everything went normal for the refill. The expected residual volume was 2.8 cc and the actual residual volume was 3 cc. The patient¿s husband called the home infusion nurse 15 minutes later. The patient¿s vitals were good, she was pale, and her pupils were different. The home infusion nurse re-accessed the reservoir to double check her work and realized that she could only get back 17 ml of the expected 20 ml. The patient was drowsy, so the nurse told them to call 911 and go to the ER. They never gave her narcan. She was on o2 nasally. The patient¿s pump managing physician and mid-level of the ER consulted and it was decided that it was best to decrease the dose by 50% for 24 hours. The fentanyl dose was decreased from 949.2 mcg/day to 475.5 mcg/day. The ptm (personal therapy manager) was untouched. After the dose was decreased, the patient started feeling jittery and twitchy, so the nurse supplemented her with oral dilaudid. The patient was stable, and the plan was to go back to the ER on (B)(6) 2020 to increase the dose. Additional information was received on (B)(6) 2020 at which time it was reported that the patient was doing fine. The dose was increased by 50% which resulted in a dose of approximately 713 mcg/day. It was reviewed that since they were starting from 475.5 the percentage would be of that number versus the original so if they wanted it back to the original dose it would be easiest to program the specific dose versus the percentage. No further complications were reported/anticipated.